Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The rv lead had triggered multiple lead integrity alerts (lia) for high rate non-sustained episodes and sensing integrity counter (sic) and multiple alerts for low out of range (oor) pacing impedance. It was also noted that the rv lead exhibited high thresholds, pacing impedance fluctuations, and oversensing of noise. The pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2016; product ID: 305c221 tissue valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2016; product ID: 305c221 tissue valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The rv lead had triggered multiple lead integrity alerts (lia) for high rate non-sustained episodes and sensing integrity counter (sic) and multiple alerts for low out of range (oor) pacing impedance. It was also noted that the rv lead exhibited high thresholds, pacing impedance fluctuations, and oversensing of noise. The pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.